Manufacturer narrative:
(B)(6). Concomitant products ¿ all poly patella catalog 00597206535 lot 61657479; articular surface 12mm catalog 00596204212 lot 61460510; precoat tibial component catalog 00598004702 lot 61643905; femoral component catalog 00596401752 lot 61628010; stem extension catalog 00598009000 lot 61633602; taper stem plug catalog 00596009900 lot 61668065. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 2648920-2017-00299.

Event description:
It was reported that the patient underwent a right knee revision procedure approximately six years post implantation due to pain and patellar wear. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.